Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer alleges that the device leaks at the skin exit sites. The specific number of events and relationship of reported leaks at the skin site to changes in the positioning of holes at the pigtail portion were not provided. Customer indicates that the patient underwent complete explant and replacement of the device. No further information was provided.

Manufacturer narrative:
A review of the complaint history, drawing, device history record, instructions for use (IFU), manufacturing instructions, and quality control data was conducted during the investigation. The complaint device was not returned, therefore device failure analysis and physical examination of the device used in this case could not be performed. No photographs were provided. A document-based investigation evaluation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. IFU contains detailed instructions for use and placement of the device, with the following precautions;"this product is intended for use by physicians trained and experienced in percutaneous gastro enteric access. Standard techniques for placement of wire guides and catheters should be employed." "Pull suture end tight to form loop configuration in catheter, and tie securely." "Trim off excess suture and slide latex sleeve over suture to prevent leakage." "Attach the included fixation device, if applicable, to the catheter at the skin surface, tie in place, and dress appropriately." A lot number was not provided, therefore a search for additional complaints related to the lot number could not be performed. Due to the lack of no lot number information being provided, a search of the device history record was unable to be performed, in an effort to determine if any non-conformance within the manufacturing department was noted. If new information becomes available the complaint will be updated. Leakage around the stoma (skin exit site) can usually occur if the tube is too loose, i.e. If it is not fixated properly by the physician or due a possible increase in the size of the stoma or due to increased activity of the patient which causes the tube to loosen up. Leakage can also be caused by conditions that increase the pressure in the stomach such as constipation, gas, etc. Based on the available information and without the benefit of a returned complaint device, a definitive root cause cannot be determined for this occurrence. A quality engineering risk assessment was performed to address this failure mode. No further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.